Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system restarted without prompt from the user. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep replaced the uninterruptible power supply (ups) and mobile view station (mvs) computer. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
The battery cartridge uninterruptible power supply (ups) for the imaging system was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.